Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet #8 clogged with dried serum. Cleaned collet and sleeve, verified hold and pull force. The instrument was tested without further problem and was returned to expected operation